Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the errors were confirmed, but not replicated. Visual inspection found no issues related to the reported event. Unit tested on system, all operations successful via all ports. M 0b, m 32 errors in system logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) regarding error c 83 and m 02 occurring at startup and did not improve even after restart. Tse asked the customer to arrange for the external electrical surgical unit and proceed without the integrated electrical surgical unit. The procedure was continued as planned with no reported injury.